Manufacturer narrative:
B4: 09sep2021. Information was received that the flow sensor was replaced to address the reported issue and the unit passed all testing. No patient information was provided.

Manufacturer narrative:
G5:510(k)#: k102985. B4:03aug2021. The service provider (sp) inspected the device and confirmed the reported issue. The sp replaced the flow sensor with a known good sensor, and it addressed the issue. The customer was advised to replace the flow sensor to address the issue and was provided with a quote. Multiple attempts were made to obtain information regarding the operational status with no response from the reporter. If additional information is later obtained, a supplemental report will be submitted.

Event description:
It was reported that the ventilator had low tidal volume. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.